Event description:
It was reported that during the procedure in the left superficial femoral artery, an emboshield nav6 filter element was deployed in the popliteal artery beyond the target site. Atherectomy was performed using a non-abbott rotablation device and the filter element became filled with debris. The emboshield retrieval catheter was advanced and retrieved the entire filter element successfully; however, when attempting to pull the retrieval catheter into the sheath, resistance was felt due to the large amount of debris in the filter element. The retrieval catheter was ultimately pulled through the sheath successfully and removed from the anatomy and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional requests for information are needed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.